Event description:
It was reported that the image on the 8800 system looked like a negative. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The single board computer kit and software were installed during the service call. The system was tested and found to be working as intended and put back into service.